Event description:
Patient burned during case. No other information is available at this time. Three calls were made to risk management in attempt to received more information; however, there was no returned call.

Manufacturer narrative:
Unit passed all functional tests and was within specifications. No problem was found.